Event description:
It was reported the device was interrogated. A message was on the device data initial report, "battery and lead measurements not available". The patient was to return to the clinic for a device interrogation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).